Event description:
There was a transmission from 4mar2023 showing episodes with noise on the atrial lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).